Event description:
It was reported that during the implant procedure, the right atrial (ra) lead helix could not be retracted and the physician suspected it was caused by blood in the lead. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.